Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having discomfort due to the placement of the ipg. The patient underwent a revision procedure wherein the ipg was relocated and replaced. The patient was doing well postoperatively and had reprogramming done. The explant ipg was not returned.